Event description:
Medtronic received information that during the implant of this bioprosthetic valve, it was observed that one of the leaflet was immobile. The valve was reported to be sutured in place and then explanted. A different valve was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual inspection of the returned device indicated that it was rotated in the stent, with the right cusp of the valve to the non-coronary cusp position. The valve was discolored, showing evidence of blood contact. Leaflets were in a semi-relaxed position which is a normal finding for this valve as it is processed with the leaflets in relaxed state. All leaflets were slightly stiff but flexible. This is expected since the valve went through the decontamination process that includes a high concentrate of a tissue fixation and the blood contact: both are known to cause stiffness of the tissue. All leaflets were intact. All commissures were intact. The hydrodynamic testing data showed the gradients were slightly greater than the historical gradients testing data. On the other hand, the regurgitations were smaller than the baseline. High speed video footage at three varied cardiac outputs showed leaflets opened and closed normally at all flow rates (2.5 to 8 l/min cardiac output) without evidence of leaflet immobility. Conclusion: per manufacturing procedures, depending on the structure of the porcine tissue, a valve may be rotated to accommodate the appropriate fit to the stent. Based on the investigation and analysis findings, this device is acceptable. The reported clinical observation cannot be confirmed. Medtronic will continue to monitor field performance for similar events should they occur.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conclusion: the device history record review was performed on the device; there were no correlations or issues identified regarding manufacturing. There were no non-conformances identified and no deviations noted against the device. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. (B)(4).